Event description:
Reporter indicated that the handheld computer was freezing during use. Troubleshooting did not resolve the issue. The manufacturer has received the handheld computer and it is pending completion of the product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.